Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part and lot numbers were not provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Estimated dates. The UDI is unknown because the part and lot #s were not provided. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional patient effects (death and serious injury) referenced will be filed under their own medwatch report numbers. Literature attachment: "vascular responses to coronary calcification following implantation of newer-generation drug-eluting stents in humans: impact on healing."na

Event description:
It was reported through a research article identifying xience that may be related to death, serious injury and a malfunction (stent fracture). Specific patient information is documented as unknown. Details are listed in the attached article, titled, "vascular responses to coronary calcification following implantation of newer-generation drug-eluting stents in humans: impact on healing."